Manufacturer narrative:
This is a report from the facility risk manager who stated a patient was undergoing a total disc replacement on c7-t1 and a piece of the distraction pin broke while inside the patient. According to the risk manager the screw broke off while being screwed into the patient and remnants of the distraction pin still remain inside of the patient. There was no surgical intervention or follow-up medical care performed to remove the remaining distraction pin remnants. The patient is currently recovering from the initial surgery. The device was not returned for evaluation, therefore a device analysis could not be completed and a root cause could not be determined. Due to the reported incident, this medwatch is being filed. No additional information was provided. Should additional relevant information become available a supplemental report will be submitted.

Event description:
Patient undergoing a total disc replacement for c7-t1. The distraction pin screw broke inside of the patient